Manufacturer narrative:
We have received your complaint for the above-mentioned device and would like to thank you for your support for our market surveillance. Till today, the medical product has not been made available for analysis, and it was therefore not possible to examine the device itself. The analysis is therefore based on a study of the production documents of the product complained about and of the also supplied x-ray images. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the also supplied x-ray images showed the lead with extended fixation. No other anomalies were detectable. If additional relevant information or the device itself should become available, please send these also to us. The incident will then be updated accordingly.

Event description:
This atrial lead had to be revised postoperatively because it did not stay in place. The lead remains implanted and active.